Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the event on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of redness and itching and burning sensations at the sensor patch adhesive. The patient consulted a healthcare personnel (hcp) and an oral antibiotic (macrobid every day for 7-10 days) was prescribed on (B)(6) 2022 for an infection. She completed the course of antibiotics by (B)(6) 2022, and on that date the skin reaction was no longer present. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).